Event description:
In 2007, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm, followed by a separate embolectomy procedure due to an occlusion of blood flow in a posterior tibial artery. Post-surgery, the pt experienced respiratory failure, abdominal pain, anemia, colonic ischemia and necrosis, and signs of renal failure. Eleven days later, the pt underwent a hemicolectomy and colostomy. Post-operatively, he developed hyperbilirubinemia, renal failure, hypotension, tachycardia, and showed signs of abdominal sepsis. The following month, the pt expired. No official cause of death was reported in the expiration summary.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional devices (site #2017233): pxc181200. Additional devices (site #2953161): pxc141000.